Event description:
It was reported that the nurse was unable to remove the ventilator tubing when patient's oxygen was starting to drop. The clear purple piece of the tube came off and got stuck in ventilator tubing. Nurse could not get ambu bag on without dislodging the purple piece first.

Manufacturer narrative:
Other text: no lot number was provided. Therefore, device history record review could not be performed. No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. E4 is unknown, no information provided to date.